Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that half of the optic and a haptic was torn off. There was a both reddish and clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determine. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic was torn in the injector. The lens was removed without any patient injury.